Manufacturer narrative:
H2) additional information: per sop-cpa-05, it was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The o-arm log investigation concluded the system had a known recoverable software issue. This issue is not a systemic as it was resolved by retaking another image or system reboot. Dose information not available. 1 unused 2d fluoro image. Insufficient information to determine dose. Number of people exposed: 1 - patient total number of people in or unknown h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the first spin was perfect with no issues. They had to take an additional spine and the images were black along with the scout images. They attempted additional hard restarts that did not resolve the issues. They also adjusted the brightness and contrast. At one point it started to get better but never fully resolved the issue. They just completed a gain calibration. There was a reported delay of less than one hour. There is no known impact on patient outcome. (B)(6) 2020 interface update. Manufacturer representative was unable to replicate the issue while on site.